Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient suffered cardiac perforation requiring pericardiocentesis and prolonged hospitalization. It was reported by the caller that an adverse event occurred during the procedure. The caller noted that during the transseptal portion of the procedure, the physician exchanged the preface sheath for a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was reported that while advancing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the left atrium, the physician felt the sheath perforate the left atrium. The physician then used the soundstar catheter to confirm the perforation and noticed a pericardial effusion. The physician then performed a pericardiocentesis procedure. The caller noted that 300 cc of fluid was removed from the pericardial space. The caller stated that the patient remained stable throughout the event and required prolonged hospitalization for observation. Additional information received indicating the patient¿s outcome is fully recovered. The physician¿s opinion is that the adverse event was caused by the procedure, ¿too much force exchanging with the vizigo¿. There was no evidence of steam pop.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient suffered cardiac perforation requiring pericardiocentesis and prolonged hospitalization. It was reported by the caller that an adverse event occurred during the procedure. The caller noted that during the transseptal portion of the procedure, the physician exchanged the preface sheath for a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was reported that while advancing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the left atrium, the physician felt the sheath perforate the left atrium. The physician then used the soundstar catheter to confirm the perforation and noticed a pericardial effusion. The physician then performed a pericardiocentesis procedure. The caller noted that 300 cc of fluid was removed from the pericardial space. The caller stated that the patient remained stable throughout the event and required prolonged hospitalization for observation. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).